Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 430 mg/dl. The insulin pump was not delivering insulin. The customer was unable to control her blood glucose level with the insulin pump. The customer treated her blood glucose level with manual injections. The device was not returned.